Event description:
In 2008, the pt reported missing segments on the display of her infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.